Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not alarm. The monitor was connected to an x1 measurement module and a central station. The patient heart rate dropped to 28 bpm, but the monitor did not alarm visually or audibly to alert low hr. ECG and spo2 traces were displayed on the screen. No patient harm occurred, as the nursing staff was closely monitoring.